Event description:
The customer reported that during a colostomy procedure, the cautery pencil did not work during the abdominal incision. The patient lost 1800 cc of blood. Multiple pencils were tried unsuccessfully before the bleeding was stopped with the use of another cautery pencil. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.